Event description:
The customer called to report high blood glucose levels for the past two weeks. The customer's blood glucose levels were above 600 mg/dl at the time of the call. The customer was not feeling well and stated that she would be going to the emergency room. A follow up call was made, and it was stated that the customer did get hospitalized due to high blood glucose levels. Troubleshooting was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.